Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Because osteolysis was found and armd was suspected on the diagnostic imaging, the revision surgery taken place.

Manufacturer narrative:
The complaint states primary tha for left femur using metal-on-metal had taken place on 2011. The presence or absence of aching pain was not reported. Because osteolysis was found and armd was suspected on the diagnostic imaging, the revision surgery taken place on (B)(6) 2017. A complaint database search identified previous complaints for alval and osteolysis. A lot specific search could not be conducted as no lot numbers were received. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.